Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Instrument was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and is cracked. Also, the slot fractured on both sides of post. Device history record was reviewed and no discrepancies relevant to the reported event were found. Based on the state of device and the age of the device when returned it is considered that the fracture is a result of general usage of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument was returned which was fractured. There was no known patient involvement. Attempts have been made and no further information has been provided.